Event description:
On 4/6/1998 pt underwent osteotomy and plate was implanted to correct rotational deformity and radial shortening. Plate was noted broken sometime after 5/29/1998. Plate was removed on 6/19/1998.